Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china, there was possibility that this phenomenon was attributed to the failure of the ccd unit or the cable unit due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing using the subject device at the user facility, when the user shook the camera cable of the subject device, a blurry image appeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus china checked the subject device and the reported phenomenon was duplicated, and also found that the endoscopic image disappeared temporarily.